Event description:
Pt found to floor beside the bed, unresponsive. Posey vest still on. Cardiopulmonary resuscitation initiated without success. Coroners reports received on 6/1/1998 listed cause of death as positional asphyxia. Device not used in accordance with manufacturer's guidelines due to state regulations defining use of restraints in skilled nursing facilities.